Event description:
Customer reported a diltiazem bag infused faster than expected. The intended programming was 5mg/hour and a vtbi of 15mls. The bag concentration was 125mg diltiazem/125ml, 1:1 concentration. The infusion started at 5ml/hour and approx 30-45 minutes later, the bag was found empty. The customer stated the tubing did not appear to be placed in the correct position in the pump at the upper fitment. There was no pt harm or medical intervention. No add'l event or pt info was provided.

Manufacturer narrative:
(B)(4). The event log and data set have been received. The customer stated they will also be returning the pump module and admin set, which has not been received. A f/u report will be submitted with failure investigation results once the eval has been completed.